Event description:
On (B)(6) 2022, access bio received a complaint regarding three (3) suspected false positive results from a rapid result covid test system for a patient. She reported being exposed to a person positive for covid-19 on (B)(6) 2022 and was having symptoms associated with covid-19 (sore throat, headache, fever, body aches, runny nose, body aches). She took the carestart sars-cov-2 antigen test at home and first test was performed on (B)(6) 2022, which gave a very faint positive line, followed by a second (on (B)(6) 2022) and a third (on (B)(6) 2022) consecutive test, with the faint line (positive result). Further, she reported taking rt-qpcr nasopharyngeal test on (B)(6) 2022, followed by another pcr (qualitative naat) test on (B)(6) 2022, and obtained a negative result each time. She also reported performing another sars-cov-2 rapid antigen test (brand unknown) which also gave the negative result (the date of the test was not provided). Access bio followed up four times on (B)(6) 2022 (twice), and (B)(6) 2022, to better understand the facts and circumstances for the tests. The patient reported receiving a prescription of an albuterol mdi and a medrol dose pack (due to the history of asthma) and reported that the test results were read between 10-15 minutes as per the instructions for use (IFU) but did not share any details regarding product lot number, handling practices and quality control results. No adverse patient effects were reported.

Manufacturer narrative:
To identify the true root cause of this complaint, access bio would need more information from the customer. However, in the absence of information from the customer, it would be difficult to rule out potential root causes identified below: 1. The poc test is not authorized to be used at home for self-testing and such use is out of claimed use. 2. The customer might misinterpret test results. 3. Customer might not follow the instructions for use (IFU) a. Excess blood or mucus on the swab specimen may interfere with the test performance and may yield a false-positive result. B. Not performing test immediately after opening the test device in the pouch. C. Potential contact with foreign substances and household cleaning products during sample collection and testing. D. Operating test outside of storage conditions. E. Excessive buffer application to sample well of the test device. 4. Tests might be exposed to extreme environmental conditions during storage. 5. The pcr test and comparative rapid test might yield a false-negative result access bio will continue to monitor further complaints through our data trending programs and take further actions based on identified valid trends.